Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was verified. The device was found out of specification in relation to the reported "damaged keypad" which was reproduced when the 1, 4, and 7 keys were found to be inoperable. The cause was found to be a failed keypad. The keypad was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced a damaged keypad. There was no patient involvement. No additional information is available.